Event description:
The patient was undergoing routine ICD implantation when event was noted. The patient was sedated by an anesthesiologist, and right atrial and right ventricular leads were implanted without complication. ICD was then connected without any issues. Dft testing was performed and device was noted to function normally, with successful detection and defibrillation of induced vf. However, as wound closure was taking place, occasional oversensing was seen on the rv lead channel via remote monitoring. The device was taken out of the patient's prepectoral pocket and inspected. Set screws were verified to be well-tightened. The rv lead was disconnected and linked to psa. No oversensing was seen, even with pocket/subclavian manipulation. Therefore, the problem was deemed to be in the header and the ICD was removed. A new device was connected to the existing leads and found to be functioning normally, with no further oversensing. The old device was taken to medtronic for analysis. The final medtronic report listed the problem as "rv and hvb grommet damage."====================== manufacturer response for ICD, medtronic d224drg======================the rv and hvb grommets were damaged, cause unknown. It is possible the grommet damage contributed to the oversensing observed. A series of testing was performed with automated test equipment. The charge time, output and programmable features were all within specifications, and no anomalies were identified. The battery voltage measured 3.17 volts, and the charge time was 9.14 seconds.